Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was implanted into a patient using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2022, a flat laminar thrombus was discovered on the device via transthoracic echocardiogram. The patient's condition is ongoing and there was no treatment performed.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the thrombus could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.